Event description:
It was reported that the pump usb port was damaged and loose. Additionally, it was reported that the basal software was intermittently suspending insulin delivery inappropriately. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.